Manufacturer narrative:
Section a4: multiple attempts were made to obtain patient weight information; however this information was not provided. Manufacturer's investigation conclusion: upon evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), internal driveline wire fatigue was discovered that could have caused the pump stop and low speed events while the device was connected to 14-volt batteries, as confirmed through the submitted log file. (B)(6) was returned assembled with the driveline cut approximately 18.5¿ from the pump housing, and the distal portion of the driveline was returned measuring approximately 19.25¿. The outflow elbow was returned attached to the pump outlet port. The sealed inflow conduit, apical sewing ring, sealed outflow graft, sealed outflow graft bend relief (ogbr), and sealed ogbr collar were not returned. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formation that would have been present during support. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The silicone jacket of the driveline was taped from approximately 5¿ to 11.5¿ from the controller connector. Upon removal of the tape, tears in the jacket were confirmed at approximately 3¿ and 6.5¿ to 9.0¿ from the controller connector; however, a specific cause for the superficial driveline damage could not be conclusively determined. Continuity testing using a digital multimeter on the returned portions of driveline revealed no shorts or discontinuities. Intermittent, moderate to severe metal braided shield breakdown was noted along the distal driveline. Severe metal braided shield breakdown was noted at approximately 8.5¿ to 9.5" from the pump body. Examination of the underlying wires revealed wire insulation damage at approximately 8.5¿ (from the pump body) on the yellow wire, 8.5¿ on the orange wire, 9.0¿ on the orange wire, and 9.0¿ on the brown wire. There was no evidence of any other breaches or damage to the wire insulation or underlying conductors. The wire insulation damage appeared consistent with repetitive flexing and abrasion with the metal braided shield over time. The driveline was submerged in a saline bath for hi-pot testing, which confirmed the wire insulation damage. No other areas of current leakage through the insulation of the driveline¿s wires were identified. The wire insulation breaches could have caused the low speed and pump stop events if any two of the conductors from the different colored wires simultaneously contacted each other or the metal braided shield resulting in a phase to phase short. The pump underwent cleaning and reassembly. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room with 45 minute history of alarming. Log files captured low speed advisory alarms and pump stoppages. The issues appeared to be occurring on batteries. This type of behavior has been linked to potential issues with the percutaneous lead. The patient experienced another pump stop alarm while in the hospital on an ungrounded cable. It was decided by the patient's healthcare providers to forgo the external driveline repair and instead brought the patient to the operating room (or) for exchange due to active pump stoppages noted. The patient underwent successful hmii to hmii exchange on (B)(6) 2021.